Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was medially tilted with the tines perforated through the inferior vena cava wall and into the adjacent aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. A computed tomography venogram of abdomen shows filter was out of the inferior vena cava wall and into the aorta. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and nine months later post filter deployment, the patient was detected with recurrent pulmonary embolism where the patient resumed anticoagulation. Patient experienced shortness of breath and dyspnea consistent with pulmonary embolism. After seven years and six months, a computed tomography angiogram of chest was performed which showed no current pulmonary emboli through the segmental pulmonary arterial levels. The previous left pulmonary embolus has resolved. On the next day, a computed tomography of abdomen and pelvis was performed which showed infra renal inferior vena cava filter with medial tilting. The tines extend through the inferior vena cava inferiorly with one of the tines likely penetrating the aorta. After one year and two years, patient presented with the complaints of shortness of breath, chest pain and right sided abdominal pain after being assaulted. A computed tomography angiogram of chest and abdomen was performed which showed no evidence of acute or chronic pulmonary embolus. Inferior vena cava filter was noted. After four months, a computed tomography angiogram of chest was performed for chest pain. The study showed that no evidence of pulmonary embolism. After two months, patient underwent stenting of proximal inferior vena cava, right common iliac vein, right external iliac vein, left common iliac vein, left external iliac vein and placement of stents covering bilateral common and bilateral external iliac veins. An inferior vena cavogram was performed which showed bard inferior vena cava filter was noted in the proximal inferior vena cava. It appears that at least partially inferior vena cava filter migrated out of the lumen of the vein. There was one of the filter feet almost reaching the infra renal abdominal aorta. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4(expiry date: 01/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, three years post filter deployment, the patient was detected with recurrent pulmonary embolism where the patient resumed anticoagulation. Subsequently, two months later, CT revealed multiple filling defects representing pulmonary emboli. Approximately, six years later, CT revealed malposition of the filter. Approximately, one year later, CT revealed medial tilting of the ivc filter with the tines extending through the ivc wall. One of the tines appears to extend into the adjacent aorta. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the filter was medially tilted with the tines perforated through the ivc wall and one of the tine appears to perforate into the adjacent aorta. A CT venogram of abdomen shows filter was out of the ivc wall and into the aorta. The current status of the patient is unknown.